Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the sensor mmt-7020a alarmed sensor updating followed by change sensor. The sensor is not expected to return. It was reported that the patient experienced high blood glucose as the sensor glucose value was 105mg/dl and blood glucose value was 300mg/dl. The patient reported a loss of communication between the insulin pump and transmitter. The transmitter model in use was the guardian link 3 - with bluetooth (mmt-7911). The communication issue was reported as being resolved and/or sensor has been removed.